Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem, the user facility determined the problem was associated with a single scope and the problem followed the scope when tested on similar equipment. The reporter indicated that the suspect scope will be returned to olympus for evaluation/repair. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that "e216" and "b30" errors occurred. This report is submitted due to the report of a "b30" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Corrected data: h4. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation the cause of the b30 scope communication error could be the fault of the scope. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The problem was identified during preparation for use. The intended procedure was a colonoscopy and was completed using the same device. There was no delay in procedure due to the problem. The scope will be returned to olympus for evaluation/repair.